Event description:
The physician experienced a significant amount of removal resistance during an anastomosis procedure following firing a stapler loaded with peri-strips dry with veritas collagen matrix circular staple line reinforcement. This caused an unspecified injury; it was not known what was done to repair the injury. The procedure was completed. At an unspecified time following the procedure, the pt returned to the operating room for unspecified intervention to repair/correct the initial problem caused by the difficulty in removing the stapler. The pt's current status is unk.

Manufacturer narrative:
Implant date is unk. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.